Event description:
It was reported that there was a dislocation of the patient's bipolar articulate. The polymer liner had deformed to let the head move out of the liner. The customer further stated that the stem used in the operation was not a stryker product. It was stated that the dislocation was caused by the patient carrying out a higher level of activity than recommended by the surgeon. The primary surgery took place approximately 12 months ago.

Manufacturer narrative:
Additional information has been requested, and if received, will be reported on a supplemental report.